Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mcg/ml prialt at 2 mcg/day via an implantable pump for an unknown indication for use. It was reported that they were planning to explant the pump on (B)(6) 2019. The patient had been battling an infection since implant. A total system explant was planned. It was unknown what external, environmental, or patient factors may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The event was not resolved and the patient's status was noted to be"alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-apr-18. It was reported that the pump was explanted on (B)(6) 2019 without a manufacturer representative present.